Event description:
The foreign device distributor (B)(6) reported an issue encountered by one of their customers using the cpbp vacuum relief valve. The valve is a vacuum relief valve that is sold bulk, non-sterile to the distributor for further processing into final sterile packs. It was reported that the valve leaked during surgery. The complaint stated there was leakage around the red cap fo the suction valve. There was no information regarding the patient provided except that there were no patient complications as a result of the alleged complaint. The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.